Event description:
On (B)(6) 2014, a patient was implanted with a gore® acuseal vascular graft for arteriovenous access. The dialysis center reported to gore that on (B)(6) 2014, the graft clotted when cannulated with a 15g needle in the medial aspect of the right lower arm on the venous return side of the gore® acuseal vascular graft. On (B)(6) 2014, the graft clotted when cannulated with a 15g needle in the lateral aspect of the right lower arm on the arterial outflow side of the gore® acuseal vascular graft. The graft is currently open and able to be dialized.

Event description:
The graft is still implanted but the clots have been removed and it is difficult to dialyze the patient through the graft.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: the device remained implanted; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.